Event description:
The pump was refilled. Following the refill, a pump alarm was heard. On (B)(6) 2011, telemetry confirmed a non-critical alarm was occurring; the alarm was due to low reservoir volume being reached. It was determined that the pump had not been successfully updated at the refill. The hcp successfully programmed the pump baed on 14 days of infusion and updated the pump. The pt had no symptoms or issues associated with the event. The device system was used to deliver lioresal (2000 mcg/ml, 310.3 mcg/day).

Event description:
Additional information from the patient's health care provider (hcp) showed the drug in the pump was gablofen at a concentration of 2000 mcg/ml, and a dose of 310.3 mcg/day. It was stated the hcp believed that had updated the pump, but upon rereading the printout they realized the pump had not been updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Unk explanted: unk lead model 8711 lot# unk (B)(4) implanted: 2001 (B)(6) explanted: unk.